Manufacturer narrative:
(This follow-up MDR eas mailed to the FDA on 7/8/97).

Event description:
The following info was reported to datascope on 2/24/97: on arrival to the sicu from the o.r., the waveform dampened. Attempts to aspirate got very little blood and some air bubbles. Blood was noted leaking at the connection of the balloon to the stopcock (arterial port). The stopcock was replaced and it continued to leak from the balloon side. The site was sealed with sterile bone wax and the dr was notified for removal.